Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) numbers did not correlate. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) advised that the customer has cancelled the service request. A supplemental report will be submitted upon completion of our investigation. An additional contact at the customer's site was provided and is as follows: (B)(6) biomedical engineer, (B)(6).

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) numbers did not correlate. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. No other information available as service cancelled by customer. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : customer cancelled service call.